Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump has cosmetic damage (damaged lcd window). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: missing display window/cover, cracked reservoir tube lip, and cracked case above arrow and battery icon. In summary, customer allegation for cosmetic damage (damaged lcd window) was confirmed during visual inspection where missing display window/cover was noted. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the strip at top of insulin pump's screen that was came off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.